Event description:
The user facility reported that the angio-seal sheath sheared off into the patient. The type of procedure performed was unknown. Additional information was received on 18sep2024 per medwatch (B)(4): angio-seal malfunctioned during the cardiac cath lab procedure. The angio-seal sheath broke off into the patient's right groin. The piece of sheath was unable to be removed and is now lodged in the right peroneal artery. Due to the patient's significant cardiac dysfunction, option were discussed with the family and the family decided against major surgery to remove the piece of sheath at this time.

Manufacturer narrative:
E3: occupation: supervisor. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 02oct2024: the sheaths were stored in pyxis outside of the box. Conversation with the account occurred and due to storage constraints, they insisted on keeping in the pyxis; however, with the light in the pyxis turned off.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b3, b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for sheath breakage and dislodgement in the artery. The likely cause was determined to have been sheath breakage due to improper storage as the device was stored in a pyxis system and was likely to have been exposed to lighting during storage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).